Manufacturer narrative:
Plant investigation: the complaint device was not available to be returned for manufacturer evaluation. However, a photograph of the device was provided for review. The photo shows a close-up view of a dialyzer. The label is visible and a small section of the bell housing on one end of the dialyzer was also visible. Within this section, blood is visible on the outside of the fibers within the dialyzer. This is indicative of an internal blood leak; however, the cause of the leak is not apparent in the photograph. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The leak was confirmed based on the provided photograph. However, the cause cannot be determined as the actual sample was not returned for evaluation. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with a patient care technician (pct) from the facility. The blood leak occurred at the start of hd treatment. The blood leak was reported to be internal, and it was confirmed to be visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. There was no physical damage noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The pct confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded. However, it was reported that a photo of the device would be provided for review.

Event description:
A user facility biomedical technician reported that a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. Additional details were provided upon follow-up with a patient care technician (pct) from the facility. The blood leak occurred at the start of hd treatment. The blood leak was reported to be internal, and it was confirmed to be visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. There was no physical damage noted on the dialyzer. Fresenius bloodlines were also being used. After the leak occurred, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 300 ml. The pct confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded. However, it was reported that a photo of the device would be provided for review.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.